Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and two months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. After nine months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted in an unchanged position. After two year and two months, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that positive for caval perforation. The 2 o'clock strut at 5.10 mm in contact with the surface of the abdominal aorta. A broken strut was seen extending superior to the filter. No filter tilt and migration were noted. After six days, a computed tomography angiography of chest was performed for chest pain. The study showed that no evidence of pulmonary thromboembolism. Therefore, the investigation is confirmed for the alleged filter detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.